Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm, 15.0 cm, and 83.0 cm from its proximal end. The pusher assembly was fractured approximately 49.0 cm from the proximal end and the distal portion of the fractured pusher assembly was stuck inside the introducer sheath. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The detached embolization coil was not returned for evaluation. Conclusions: evaluation of the returned pod pc confirmed a kink and revealed a fracture on the pusher assembly. If the device is mishandled during removal from the packaging, damage such as a pusher assembly kink may occur. If the kinked pusher assembly is advanced through the introducer sheath, resistance may be encountered and damage such as a pusher assembly fracture may occur. Further evaluation of the device revealed that the embolization coil was detached and additional kinks on the pusher assembly. These damages were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac arteries (iia) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a pod pc in the target vessel using the lantern. It was reported that a kink was observed on the pusher assembly of the next pod pc upon removal from the packaging. While advancing the kinked pod pc mid-way through the lantern, the physician experienced resistance; therefore, the pod pc was removed. The procedure was completed using another pod pc, two pod coils, one ruby coil, and the same lantern. There was no report of an adverse effect to the patient.